Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that when intervention was complete, the angio-seal was administered. Bleeding did not stop and according to the team, it appeared that there was no collagen according to the team; however, that was not confirmed. Manual compression was performed, and the patient stayed in the hospital overnight. The procedure performed was a hemorrhagic stent. The patient was discomfortable. There was no patient injury or surgical intervention required. Additional information was received on 17jan2025: it was unsure if a pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The anchor did not deploy, and it appeared that there was no suture. Manual compression was performed to achieve hemostasis. It was unsure if there was any blood loss. The patient was stable. It was unsure of the care the patient may have received for the discomfort. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.